Manufacturer narrative:
(B)(4). Companion samples are reported to be available but have not been received for evaluation. If additional information becomes available or the samples are received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The oncology pharmacist was preparing the secondary medication sets and the nurse found that the product was leaking from the drip chamber, drop by drop on the outside of the tubing once the flow was initiated. The problem occurred once the patients had started to receive their medication. This is not very visible with the chemotherapy that is being used. No patient or staff had any medication make contact with them. This lot has been removed and all sets that were prepared were discarded. No additional information is available. The customer returned one unused sample for evaluation. The sample was functionally tested and the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and did not find similar reports received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Correction. The brand name was corrected from il secondary med set lever lock to access.

Event description:
The customer reported to baxter (B)(4) that fluid is leaking towards the drip chamber. The pharmacists prepared chemotherapy in the secondary set and it happened 5 times so they decided to remove all the cases of that lot number (25 cases to return). The process step was before use and no patient injury or medical intervention is reported. No additional information is available. This is report 3 of 5 of the same reported problem from this facility.